Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose level was 210 mg/dl. The customer reported they received an image of book with question and arrow on the insulin pump screen. The customer reported that they did not receive any other alarm prior to the critical pump error. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No open book alarm noted during testing. However, high active currents during testing due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.